Event description:
It was reported that the patient did not recharge the ipg for approximately 5 years and patient was not using the therapy. In turn, the ipg was inoperable . Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.